Event description:
A female consumer reported that on the evening of (B)(6) 2020 she went to remove a tampon and noticed that the top of the plug was missing. She stated that she assumed that it had ripped off and was still inside of her. On the following day, (B)(6) 2020, she was able to remove some more of the tampon, however, felt there was still some inside of her. On (B)(6) 2020 she removed a smaller amount of tampon and later that day had a telehealth visit with her primary care doctor who requested she come into the office to see if any of the product remained inside of her. Consumer went into the office for an examination the same day and it was determined that there was no remaining product left inside of her. Consumer stated that she was healing and no longer had any health concerns regarding this incident. No follow up visit was required.